Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-apr-2016, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 15000 mcg/ml fentanyl at 2000 mcg/day and 24 mg bupivacaine at "3.2" via an implantable pump for an unknown indication for use. It was reported that the patient had a lack of efficacy. It was unknown what environmental, external, or patient factors may have led or contributed to the issue. They tried to aspirate the catheter in the operating room and could not. The entire catheter and pump were replaced. The issue was resolved and the patient's status was noted to be "alive -no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the patient was receiving bupivacaine (40 mg/ml at 7.735 mg/day) via the implantable infusion pump. No further complications have been reported.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2019-05-23 09:09:25 cst pli# 10 product ID# 8637-20 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. The pump was returned, and analysis found no anomalies. The catheter was returned, and analysis found damage to the transition tube of the catheter body. If information is provided in the future, a supplemental report will be issued.